Event description:
A report received from the USA stated that an 840 ventilator experienced a device alert and loss communication with the graphical user interface (gui). It was reported that the device was not being used on a patient at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) to breath delivery (bd) cable and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).